Event description:
It was reported that before case the ball bearing mechanism inside the anspach long attachment broke, so the bur was not able to go through the cannulated interior. Case was completed using manual instrumentation from s+n with no delays or patient injuries involved.

Manufacturer narrative:
The navio long attachment, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed, which confirmed the reported problem. A bur was inserted into the long attachment and the fit was much tighter than normal indicating that the distal bearing is deteriorating. The long attachment and bur were connected to a drill and run for 1 minute. There were no over-temperature errors displayed. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The surgical technique guide released at the time of the complaint (B)(4) provides instructions for attaching a long attachment. Accordingly, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that the surgery completed by changing from the navio system to using s&n manual instrumentation with no delays. Since there was, no alleged harm to the patient, no further medical assessment is warranted at this time. The root cause was found to be a mechanical component failure. These results are indicative of a known issue and corrective action has been requested for this issue.